Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant procedure the physician experienced positioning / placement difficulty as the helix would not fixate and exhibited extension / retraction difficulty. It was also reported that the lead dislodged. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.